Event description:
Treatment of an avm. It was reported that after onyx embolization treatment procedure, the catheter was removed from the patient and found ruptured at 15-20cm from the distal tip. No patient injury reported. Same event as MDR# 2029214-2012-00156.

Manufacturer narrative:
The catheter has been returned and evaluated. Two ruptures were found at approximately 11.3 cm and 22cm from the distal tip. The catheter appears to have ruptured during onyx injection due to over-pressurization as a result of an occlusion within the catheter.catheter rupture.(B)(4).